Manufacturer narrative:
Part# g7755124 is not marketed in us but a similar device with part# 7755124, 510(k): k082728 is marketed in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Submitted post-op x-rays showed rod fracture in occipital cervical fusion. There were multiple stripped segments in the construct which would have predispose the construct to failure if fusion had not occurred.

Event description:
The patient underwent posterior cervical fusion at oc-c6. Post-op, the patient complained of pain at cervical. Patient underwent x-ray which revealed breakage of connector part of the adjustable rod at oc-c2. This caused protrusion of rod and pain. The broken rod was scheduled to be removed on (B)(6) 2017. No information regarding revision surgery was made available.